Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call that her husband's blood glucose increased to 500 mg/dl today. The wife cited serter issues as the cause of the high blood glucose. The wife was advised that she can insert the infusion set manually. No products were returned and two replacement serters were shipped to the customer.